Manufacturer narrative:
Taper ii. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Allergan sales representative reported an alleged lap-band port leak. The port has been explanted. There is no further information about the alleged event at this time, follow up is in progress.